Event description:
On 1/22/98 the account received erratic bhcg results for a pt who was in the ER for a possible spontaneous abortion. The initial sample was from a red top tube and gave a positive result for a qualitative bhcg (non-abbott method). It was run on the axsym and gave the following: straight=0 miu/ml; diluted=69,000 miu/ml, which was reported. The customer was unsure about the specimen identification. Repeat testing of a sst tube from the pt gave results of 0 miu/ml. According to the account, the red top clot tube could not be found for further investigation. No further pt info received. No report of injury.